Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 04/23/2014-product analysis:the pump has been returned and evaluated by product analysis on 04/08/2014 with the following findings:the complaint of could not be duplicated or confirmed during investigation. The cartridge compartment was found to be intact and undamaged. An insulin cartridge could be properly installed during evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the pump would no longer secure an insulin cartridge into its compartment. No additional information was provided and troubleshooting could not be completed. This complaint is being reported because the reported issue was not resolved. There was no indication that the product caused or contributed to an adverse event.